Event description:
The rptr is calling in regards to inadequate or lack of instructions for properly using a device. According to the rptr, he watched the instrucitonal video and read the instructions regarding the use of this device. According to the rptr, neither the video or instructions provide guidance to use an anticoagulant when collecting the blood sample. Although the physician is aware of this critical step, he felt the device must contain the anticoagulant since the video/instructions did not direct the rptr to prep the device with anticoagulant. Since the device was not properly prepped prior to use, when the rptr collected the blood sample, it clotted and was therefore of no value. The rptr had another physician view the video and he to felt the instructions were lacking. The rptr had contacted the MFR, but the response has been less than satisfactory and he feels he is being given the run around.